Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed. H6. Component code 4755 - user error - impact damage.

Event description:
On (B)(6) 2025 the user reported that their ilet stopped working after being dropped, resulting in hyperglycemia with a bg of 650 mg/dl and subsequent hospitalization for diabetic ketoacidosis at hca hospital in pearland, tx. The user was treated in the ICU with IV and injected insulin and was discharged on (B)(6) 2025. No additional complications were reported.